Event description:
The company was informed that the recipient elected to have their device explanted due to tenderness and headaches. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section b.3 advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain with and without device use. The recipient's device was discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.